Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported event could not be conclusively determined.

Event description:
Related manufacturer reference number: 1627487-2023-01021. It was reported the patients s1 lead and one of the l4 leads had high impedances. As a result, surgical intervention was undertaken wherein the 2 impacted leads were explanted and replaced to address the issue. Investigation was unable to determine which l4 lead was involved in the event.

Manufacturer narrative:
Date of event is estimated. Additional components potentially involved in the event include: common device name: drg slim tip lead, model: mn10450-50a, UDI: (B)(4), serial: (B)(4), batch: 7697478.